Manufacturer narrative:
(B)(4).

Event description:
As per source document received: the scrub nurse had to use 2 hands as she was pushing the device into her body for support. Suture became hooked on hinge of jaw. Suture became hooked on hinge of jaw. Suture broke due to user error.

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device.the visual inspection of the returned product noted no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.